Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The 70% stenosed target lesion being treated was located in the right coronary artery (rca) with a lesion length of 20mm and a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilatation with a maverick2 balloon catheter. A dissection occurred. A 4.0 x 20mm study stent was implanted. Post-dilatation was performed with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4).